Event description:
Physician at customer site reported "power can not work". The device was on the patient but no patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.